Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. The lead was ultimately explanted approximately seven years later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.